Event description:
It was reported that a catheter issue occurred. The patient presented for left heart catheterization. The opticross 6 hd imaging catheter was selected for ultrasound examination of the moderately tortuous and moderately calcified vessel. Two guidewires were used during the procedure. When the opticross was being pulled out of the lesion into the guide catheter, wire entanglement occurred and the tip of the opticross catheter was stripped at the monorail port. The entire device was able to be removed. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.